Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as shingles that was brought on by their heart attack that caused the irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of lifevest for the skin irritation. Patient reported that the irritation is getting better..

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as shingles that was brought on by their heart attack that caused the irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of lifevest for the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not appplicable.

Manufacturer narrative:
Correcting a typo in section d1 brand name. The brand name is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as shingles that was brought on by their heart attack that caused the irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of lifevest for the skin irritation. Patient reported that the irritation is getting better.